Event description:
It was reported that a clearlink, paclitaxel set leaked from an unspecified location. The issue was identified prior to hooking it up to the pump and patient. As a result, the nurse returned the tubing to the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch # (B)(4) for this event. Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.